Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was under delivering the insulin. Customer was having blood glucose level was high and it was 243 mg/dl. The customer treated for high blood glucose with the syringes and customer declined to troubleshooting for high blood glucose level. Customer was performing self test and test did pass. The insulin pump will not be returned for analysis.